Manufacturer narrative:
Device investigation by fresenius revealed that the conductivity was miscalibrated. The machine showed a conductivity of 13.3 and an independent meter showed 9.57. The operator's manual instructs the user to verify the conductivity with an external meter prior to initiating treatment. The user failed to follow this recommendation. They have since incorporated this procedure into their protocol.